Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st. Related complaint for needle clog on lot # 9261993. Investigation summary: no samples were returned therefore the investigation was performed based on the photo provided. Customer provided one (1) photo of a 32gx4mm bd pen needle shelf carton from lot 9261993. It was reported the needle was clogged. The photo was reviewed and no evidence of manufacturing defect was observed. Since no defect could be determined from the photo provided the alleged issue could not be confirmed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32ga 4mm 100 bx 1200 ca failed to deliver insulin. The following information was provided by the initial reporter: "I am contacting you to express my concern about your bd 4mm bd nano pen needles which I have used for several years. Many times I have had defective ones and am just now bringing to your attention. As in the most recent box I've had three or four occasions when the needle did not draw up the insulin and had to be replaced. This can be very dangerous, if in dim light i.e. Restaurants. For approximately 10 years prior I used the bd #6 and had no issues."